Event description:
This report is being filed after the subsequent review of the following journal article majercik, s., et. Al. (2014). Long-term patient outcomes after surgical stabilization of rib fractures. The american journal of surgery, 1-5. Surgical stabilization of rib fractures (ssrf) patients between (B)(6) 2010 and (B)(6) 2012 at a level I trauma center were identified via medical records. (B)(6); males 37- female gender not reported. A retrospective telephone survey of patients who had ssrf was performed. The telephone survey inquiring about pain, satisfaction, and employment was conducted for patients after hospital discharge. Fifty patients were successfully contacted, completed the survey, and were included in the analysis. The indications for surgery were multifactorial in many cases. Indications for ssrf included flail chest, displaced fractures, pain, and inability to wean from mechanical ventilation. All patients had a chest computed tomography scan with 3-dimensional reconstruction performed within 24 hours of admission. After reduction, ribs were stabilized with matrixrib, a rib specific locking plate and screw system. At least 3 locking screws were placed on each side of the fracture line. A postoperative survey asked patients to recall their postdischarge pain, narcotic use, chest wall stability, as well as how satisfied they were with their overall outcome. In addition, the survey asked patients to describe their ability to work or perform strenuous activities since their hospital discharge, and how this compared with their preinjury employment/activity. Pain was gone at 5.4 ± 1.1 weeks post discharge. Postdischarge complications included 1 readmission for a recurrent/retained hemothorax, and 1 patient who had his plates removed 1 year postinjury for chronic pain of uncertain etiology. Eight patients stated that they still had pain from their ribs. Two had clavicle and shoulder girdle injuries, which made the delineation of pain attributable to ribs difficult. The limitations of this study included the relying on patient¿s memories and the lack of a lack of a comparative, nonoperatively managed group. In the opinion of the authors, ssrf is an effective modality for patients with rib fractures who have flail chest, significantly displaced fractures, or intractable. This report is against unknown plates (matrix rib plating system). This report is 3 of 4 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Males 37- female gender not reported. Weight not reported. This report is for unknown maxtrixrib plates, unknown part and unknown lot numbers. Implant date: unknown. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.